Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was worked on due to the power surges in the x-ray generator tank. However, no conclusion can be drawn as repair information is unavailable and no additional service information was provided.